Manufacturer narrative:
The patient data file was reviewed and revealed alarm codes confirming the reported single compressor malfunction alarm. Visual inspection of the motor controller boards revealed that a capacitor was broken and lifted half off the pad on both the left and right motor controller boards. Due to the faulty capacitor, power was delivered to the compressor motor intermittently making it difficult for the compressor to maintain the required pressure inside the main tank. The root cause of the reported issue was determined to be a malfunction of a capacitor, due to physical damage, on the compressor motor controller board. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its investigation and is closing this file. (B)(4) follow-up report 1.

Manufacturer narrative:
The companion 2 driver will be evaluated by syncardia. The results will be provided in a follow-up MDR. (B)(4).

Event description:
While performing a routine evaluation, a syncardia technician reported that the companion 2 driver exhibited a single compressor malfunction alarm.